Event description:
In 2015 horrible rashes started, rapid heart rate, autoimmune markers, excessive inflammation; chest pain, confusion, memory, fatigue, anxiety, severe shoulder pain and a 4mm mass "7 o'clock right nipple". Family history of cancer. Mentor gel smooth breast implants from 2012. FDA safety report ID # (B)(4).